Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, causes for the reported clip opening while establishing final arm angle (efaa) and clip jumping could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip jumping. It was reported that during preparation of the clip delivery system (cds), the clip jumped opened while establishing final arm angle (efaa). Troubleshooting was performed, but the clip continued to open during efaa. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.